Event description:
A (B)(6) male patient underwent aaa repair on (B)(6)2010. The physicians were to the point of deployment when difficulties were experienced. The trigger wire connected to the top cap was removed smoothly; however, at the point of advancing the pin vise, the top cap and pin vise would not move to deploy the suprarenal stents. The pin vise was loose. The inner cannula bowed as the physicians tried to push on the inner cannula. They deployed the ipsilateral side and released the distal trigger wire. Then, they took the grey dilator up to base of the top cap, cannulated the contralateral side and inserted a coda balloon. The physicians were finally able to get the top cap off by having the balloon inflated, advancing the grey dilator up close to the base of the top cap, pulling down on the inner cannula and then pushing and twisting up. This maneuver released the top cap. Graft landed nicely and two leg extension were placed. The patient did not experience any adverse effects.

Manufacturer narrative:
Event evaluation - still under investigation.